Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Anxiety - product/procedure: unable to observe as it is not related to the device. Additional observations: observed deformation. Observed creases on the surface of the device. Observed white calcification on the surface of the device. Observed wear abrasion on the surface of the device. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported a left side implant removal due to patient's concern with the product and a capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Cont h6 health effect f2203-imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported a left side implant removal due to patient's concern with the product and a capsular contracture baker grade iii. Device has been explanted.